Event description:
This pt was discharged home on (B)(6) 2010, on cefazolin IV every 8 hours. On (B)(6) 2010, his home care nurse reported a dark red, raised rash consisting of small dots on his arms, legs and waist. The pt did not have complaint of itching. The nurse did not note the rash at the start of care but the pt stated he did have a rash while hospitalized. The cefazolin was discontinued on (B)(6) 2010, and changed to vancomycin. On (B)(6) 2010, the nurse made a visit to the pt's home and reported that the rash was fading. On (B)(6) 2010, the nurse reported that the rash was back, this time on the pt's legs, and that the pt said it started on (B)(6) 2010, and this time it itched. The vancomycin was placed on hold. On (B)(6) 2010, the pt's caregiver reported the rash had improved -decreased redness, no longer itching. The home care nurse found out that this pt had not been flushing his PICC while it was not in use and instructed him to flush daily with heparin 100 units/ml, 3 ml. He flushed the line and the next day the ((B)(6) 2010) his caregiver reported the rash was back, more severe and extremely itchy. The pt was instructed to stop using heparin and flush with 0.9% nacl only. Vancomycin was restarted on (B)(6) 2010, as the physician felt the rash was a reaction to heparin and not to the IV antibiotics, and the pt tolerated the infusion without difficulty. By (B)(6) 2010, the rash had improved and no longer itched. Therapy was discontinued on (B)(6) 2010. Dose or amount: 3 ml, frequency: variable, route: IV. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.